Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-07156 2017865-2021-07157 it was reported that patient presented to the emergency room with an unspecified infection. The entire pacemaker system, including the leads, was removed on (B)(6) 2021. No patient condition after the procedure was reported.